Event description:
During the procedure, the physician lost inflation pressure after placing fasteners at the 5 o'clock and 7 o'clock positions. As the physician was removing the device and endoscope, he noticed a small hole in the esophagus at the ge junction. He suspected a perforation and placed a clip to close it. The patient went home three days later with no adverse consequences.

Manufacturer narrative:
The customer did not allege any device malfunction or procedural issues.